Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 12:00 am for a high blood glucose level of 600 mg/dl. The customer stated that the events leading to the hospitalization was that their insulin pump fell to the ground. The customer was sent a replacement insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.